Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the enfit tubing was breaking near/at the purple port causing leakage. Per additional information received on 18-jul-2022, there was no medical intervention required as the patient did not experience any harm.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The device was received for evaluation and the reported condition has been confirmed. A corrective and preventive action has been initiated to address the reported issue.